Event description:
It was reported that during the implant procedure of this right ventricular (rv) lead, the physician has moved the lead several times to obtain the best placement possible and while fixating, the lead was fractured. Furthermore, this lead exhibited high pacing impedance that jumped to greater than 3000 ohms and also no capture was noted at 5 volts. Hence, the physician opted to use another lead. A new lead was then successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to an unknown product performance anomaly. A new lead was implanted. No adverse patient effects were reported.